Manufacturer narrative:
Product complaint # (B)(4). Us FDA device MDR decision completed. The liner is reported due to litigation. There is no evidence of revision or invasive treatment. If/when additional information becomes available, the pc will be updated as needed. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges pain, loss of mobility, and loss of energy after first revision. Doi: (B)(6) 2019 - dor: none reported (left hip).